Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that a patient presented in clinic for implant. During implant and after being placed, the right ventricular (rv) lead exhibited loss of capture and the helix retracted by itself leading to dislodgement. This was visualized under x-ray. When the physician attempted to place the lead again the same event occurred. Therefore, the physician elected to implant a new rv lead successfully. The patient was in stable condition.